Event description:
Same cases as: 2134265-2014-05258 and 2134265-2014-05344. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter device in order to visualize the unknown target lesion. After the catheter was inserted and was able to cross lesion, the physician then attempted to perform automatic pullback however, the telescope of the imaging catheter encountered resistance, thus, an automatic pullback failure occurred. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years and older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).